Event description:
Info report: this device case, which does not involve an adverse event, reported by a pharmacist, who contacted the company with a product complaint, concerns a male pt of unk age. The pt's medical history included diabetes mellitus. No concomitant medication was provided. The pt was taking unspecified insulin via a pen injection device (humapen ergo, ms8929, lot40231, cch attached) for diabetes mellitus. The person operating the device was the pt. It is unk if the operator of the device was trained. The pen was reported to be defective, because no injection was possible. This humapen ergo complaint is associated. The device was returned to the company for analysis. Initial analysis by the affiliate quality control found: broken engagement tabs. Update 02-nov-2004: received complaint follow up notification on five days earlier: updated device page, closed case.

Manufacturer narrative:
MFR's preliminary comments: two broken engagement tabs were identified. The product is out of specification for dose accuracy. Two tab breakage has been shown to result in an underdose of product. Add'l MFR narrative: no further investigation is planned. Results/conclusions: the actual device was returned and found to have both clear cartridge holder engagement tabs broken. This malfunction has been shown to cause an underdose. Corrective action: the core user manual states, "do not damage or remove the cartridge holder tabs. Do not use the pen if the cartridge holder tabs are broken. Do not use the pen if any part of your pen appears broken or damaged. Contact your healthcare professional." Evidence of improper use/storage: the engineering investigation determined that the engagement tabs were broken with an unk tool while in the field, as indicated by tool marks on the damaged surfaces. This is evidence of abuse.